Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio observed that the device was able to power on using ac power only, but the device will not power on using the battery only. Physio also observed that the device is not completing the boot up process. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or battery power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the device's power pcb assembly to therapy pcb assembly cable, system controller pcb assembly, and user interface pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed power pcb assembly to therapy pcb assembly cable and found that it caused the test device to power off when the cable was moved. Additional testing was performed and the observed symptom could no longer be duplicated. Physio-control also performed additional evaluations of the removed system controller and user interface pcb assemblies. No issues were observed with either of these parts. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or battery power. There was no patient use associated with the reported event.